Event description:
The customer observed controls out of range low for clinical chemistry urea nitrogen level 1 when reagent lot 97642un11 was in use. The customer inspected the reagent and discovered mold in the partially used reagent. The customer stated no error or performance issues were observed during the time the suspect reagent was in use. The customer was advised to discard and destroy the suspect reagent and to perform wash cup cleaning procedures. There was no impact to patient management.

Manufacturer narrative:
No consequences or impact to patient (B)(4); contamination during use (B)(4). The cause of the falsely negative or decreased clinical chemistry urea nitrogen results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers with instructions to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.